Event description:
It was reported that when an asymptomatic patient presented to the clinic for a routine follow up, noise on the ventricular lead resulting in inhibition of pacing was observed. The noise was not reproducible in-clinic. The lead remains implanted and patient will be monitored.